Event description:
The ge oec 9800 fluoroscopy sys displayed image that would white out occasionally / intermittently.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the hv cables to restore function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.